Manufacturer narrative:
No product information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation is a supplier design related problem. A product sample was received for evaluation, one used decontaminated sample. Under visual inspection it was noticed the inflation line was detached from the pilot balloon. The reported problem was confirmed. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that no anomaly was found in the product during the pre-use check. However, after a while the customer started using it, the cuff got deflated, causing leakage of air to occur. Also, when he was refilling air in the cuff each time leakage was observed, the pilot balloon got detached from the inflation line. No patient injury. No additional information is available for this complaint.